Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. Unrelated to the casing issue, testing revealed the time and date reset to factory settings. The pump case was removed and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 06/28/2016.